Manufacturer narrative:
On (B)(6) 2011, bec field service engineer (fse) visited the site. The fse removed the side cover and found a melted cable head and burn mark on the isolatran assembly. The fse ordered parts to complete repairs. On (B)(6) 2011, the fse replaced the ac output harness assembly and the 3k va toroidal line conditioner, rohs (power transformer). Power transformer was replaced since connection input was also affected and evidence of arking was visible. The fse tested the instrument mechanically and all temperatures were within the specification. The customer was to discard on board cartridge chemistry reagents and load fresh reagents. The fse verified repair per established procedures. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported smoke and sparks along with a loud noise observed on unicel dxc 800 pro synchron clinical system. The customer immediately powered down the instrument and the computer. The customer did not pull the fire alarm and the fire department was not notified. Per customer, no one in the room was affected by the smoke and the burning rubber smell, and no one sought medical attention. The customer stated that the facility has a written exposure control plan. Bec customer technical support (cts) advised the customer to unplug the instrument and the computer, and generated an after hours service task.